Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician attempted to advance a 5.0x20mm liberte' stent to a lesion in the obtuse marginal and circumflex (cx) arteries. The physician intended to place the stent using a crush technique, "however the stent strut is broken while crossing the lesion" in the tortuous cx. Upon receipt of the device, during preliminary analysis, it was noted that the shaft was broken and there was no damage to the stent. No pt complications were reported.